Manufacturer narrative:
Follow-up #1: date of submission 09/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/12/2016 with the following findings: review of the black box data did not reveal any records of ¿no cartridge detected¿ warning(s). On investigation, rewind, load and prime steps were completed without issue. The force sensor was evaluated and found to be performing within the required specifications. The pump was exercised for 24 hours without prime issue occurring. The pump was opened for inspection and did not reveal damage, defect or contamination of the interior components. Investigation did not confirm nor duplicate the complaint. The pump was determined to be performing within the required specifications without malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (prime issue) issue. This complaint is being reported because the reported issue may result in long-term cessation of insulin delivery to the patient. There was no indication that the product caused or contributed to an adverse event.